Event description:
A malfunction alarm, identified as malf 16, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label within 10 days. A replacement pump was arranged as the faulty pump was under warranty, and the customer planned to use manual injections as a backup therapy.